Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) powers on the autopulse platform but it shuts off unexpectedly after about a second. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the fully charged autopulse li-ion battery (sn 10973) powers on the autopulse platform but it shuts off unexpectedly after about a second" was not confirmed during the archive review. The possible root cause for the reported complaint could not be determined. Functional testing was not performed on this autopulse li-ion battery. The archive review shows from (B)(6) 2022 to the end of the archive there were no notable errors or anomalies found in the archive log file. There is no evidence in the archive that this battery powered off during customer use, therefore the reported customer complaint was unable to be confirmed. There were three backside bus errors at the end of the log file on (B)(6) 2022, unrelated to the reported complaint. The backside bus errors may be caused by an esd which caused the battery chip to fail to communicate internally. The battery's remaining capacity at the time of the error is 136 mah, equivalent to no or one amber light on the battery status bar. The battery was last successfully charged on (B)(6)2022 and was last used/inserted into an autopulse on (B)(6) 2022.